Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the distal mid lad artery with 90% stenosis. The device was inspected with no issued noted. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning/advancement. The procedure was completed using a 2.25 x30 mm device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.